Manufacturer narrative:
The reported field event of an inability to insert the atrial lead into the header was not replicated in the laboratory. Clinical test leads were able to be fully inserted into the lead bores. All set screws were able to tighten and secure the leads.

Event description:
It was reported that during lead lv lead replacement, the atria lead would not fit into the device. The doctor decided to explant and replace the device. The patient suffered no adverse consequences after the event.